Event description:
It was reported that the pump declared a cartridge change error several times, prompting the customer to change supplies. The customer¿s blood glucose level reached about 500 mg/dl, necessitating a visit to the emergency room. There was no injury, and treatment with saline and insulin resolved the issue. The healthcare provider did not identify any permanent damage, and the customer was released on the same day. The customer reverted to an alternate pump for insulin therapy.